Manufacturer narrative:
Consumer's spouse experienced a chipped tooth.

Event description:
Consumer called stating that spouses tooth was chipped when brush head came off of handle.

Manufacturer narrative:
Additional components returned for which analysis showed no defects or malfunctions: part number: date code: description: hx684a; 180206-1c; protective clean handle; hx6100; 180420 2b; triton base charger. The root cause of the customer's complaint is a missing spring clip in the brush head, most likely caused by an assembly error.